Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed, and the test passed with 0.21v. A pairing test was performed and passed. A bin file review was performed and passed. A review of the downloaded data log did not confirm the reported event of a failed transmitter error. A probable cause could not be determined. No additional patient or event information is available.